Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that the guidewire and burr were stuck together. The 95% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery (lad). A 330cm rotawire and 1.25mm rotalink burr were used for rotational atherectomy. During the procedure, it was noted that the guide wire and burr were stuck together and the rotation speed only reached 153000 rpm from its set speed of 160000 rpm. The burr and wire were normally removed as one unit. The procedure was completed with another of same device. There were no complications reported, and the patient was stable post procedure.

Manufacturer narrative:
(B)(6). Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. The device returned with the burr catheter loaded on it and it cannot be removed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Also, the spring tip was observed bent and stretched. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure. Based on the reported issue of guidewire burr stuck on wire. Analysis of the returned device concluded that the burr catheter returned stuck on the rotawire. This kind of failure can be attributable to the interaction between the rotapro and rotawire, as well as procedural factors such as handling or technique at the moment to manipulate both devices, causing the observed failure. To conclude, regarding the bending and stretching of the spring tip. These kinds of failures can be also attributable to procedural factors such as handling or technique at the moment to manipulate the device, since the spring tip is a sensitive part, and any pressure or force applied to it can result in damages, such as the observed during the product analysis. Therefore, adverse event related to procedure is selected as the cause code for these failures.

Event description:
It was reported that the guidewire and burr were stuck together. The 95% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery (lad). A 330cm rotawire and 1.25mm rotalink burr were used for rotational atherectomy. During the procedure, it was noted that the guide wire and burr were stuck together and the rotation speed only reached 153000 rpm despite a speed setting of 160000 rpm. The burr and wire were removed as one unit. The procedure was completed with another of same device. There were no complications reported, and the patient was stable post procedure.